Manufacturer narrative:
(B)(4). Corrections: section b4: date of this report updated. Section d1: brand name updated. Section d2a: common device name updated. Section d2b: device product code updated. Section d4: model and catalog # updated. Section g4: PMA/510(k) number updated. Method: the complaint rd900 neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected and performance tested. Results: visual inspection confirmed no damage to the subject device. Performance testing revealed that the manometer and max pressure relief valve were faulty, confirming the reported fault. It was also observed that the manometer needle movement was slow. The subject manometer was further disassembled and found the restrictive screw was occluded. Conclusion: the cause of the slow movement of the manometer needle was the occluded restrictive screw. Furthermore, a grease was found on the max pressure valve spring and plunger. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A distributor in south africa reported that the manometer of a rd900 neopuff infant resuscitator was unresponsive. There was no reported patient involvement.

Manufacturer narrative:
Ps(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in south africa reported that the manometer of a rd900 neopuff infant resuscitator was unresponsive. There was no reported patient involvement.